Event description:
The pump was returned for investigation. Investigation revealed that the bolus button was unresponsive and the bolus button contact was missing. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: testing revealed that the audio bolus button is unresponsive. The bolus button cover was removed and the bolus button contact was observed to be missing. There was no evidence of contamination found. All other keypad buttons were found to be functioning appropriately. There was no damage found to the rubber keypad and no evidence of contamination was found on the button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.